Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 18 charge processes had been documented. The memory content of the ICD was analyzed; it was found that the eos battery state was not as expected. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process that was aborted, which was, however, due to the already severely discharged battery. The ICD was then opened. The visual inspection of the internal structure did not find any irregularities. The battery voltage was measured; a discharged battery was detected. The battery and the electronic module underwent a thorough analysis, with the battery being returned to the manufacturer for analysis. Analysis of the battery first the production process of this battery was reviewed, and the battery underwent a visual as well as x-ray incoming goods inspection. No anomalies were detected in the process. All manufacturing steps had been carried out correctly; the visual inspection and the x-ray analysis showed a normal and expected battery structure. Next, calorimetric measurements were performed. The measurements did not find any indications of a possible increased self-discharge of the battery. The battery was opened and destructively analyzed. The visual and electrical inspection of the internal structure did not show any anomalies. Analysis of the electronic module the production process of this module was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried our correctly. The power consumption of the module, in particular, was unremarkable. During the analysis, an intermittently increased current uptake of the electronic module could be detected, and the cause could be narrowed down to an integrated circuit. The intermittently increased current uptake led to an accelerated discharge of the battery and thus to the clinical observation. There are no indications of external influences, such as strong electromagnetic radiation, but they cannot be ruled out based on the analysis results.

Event description:
Ous MDR - after an implantation time of about 38 months, it was reported that no home monitoring messages had been transmitted since (B)(6) 2014. After establishing phone contact and marking out the cms-ii, the event message eos arrives on (B)(6) 2014 via home monitoring. The lead shows normal pacing impedance values. No deterioration of the patient's state of health was reported.